Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 441 mg/dl at the time of call. Customer was treated with a syringe. Customer also reported that the insulin pump received no delivery alarm and customer changed out the infusion set and reservoir to resolve the issue. Troubleshooting was declined for high blood glucose. Customer was not using a continues glucose monitoring with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.